Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown - approximately ten years ago, PMA/510(k) number - unknown, manufacture date - unknown.

Event description:
It was reported that patient underwent total hip arthroplasty approximately ten years ago. Subsequent radiographs taken revealed fracture of the implant(s) and a revision procedure is planned. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty in 2001. Subsequently, patient was revised on (B)(6) 2014 due to wear.